Manufacturer narrative:
(B)(4). Based on the investigation, it is possible that manufacturing personnel did not complete a leak test on the product prior to final packaging of product. The causes of the holes in the hose are related to the filters on the machine being obstructed, which caused the temperature to increase in the blocks. This increased temperature caused the hose to have holes. To correct and prevent this issue, manufacturing personnel have been notified and a 100% leak test for this product has been added to the assembly instructions. The filters on the machines have been changed and will be changed on a monthly basis to prevent the obstruction which caused the increased temperature provoking the holes in the circuit hose. (B)(4).

Manufacturer narrative:
(B)(4). Sample being sent in by the sales representative. Once the sample is received it will be tested and evaluated. If any additional information becomes available or once the sample has been evaluated a follow up emdr will be submitted.

Event description:
Issue regarding holes in the ltv 1200 mr conditional circuit. One was discovered during patient transport compromising ventilation; however, this was resolved quickly by the respiratory therapist customer states "patient's oxygen level dropped and the respiratory therapist removed the patient from the ventilator and hand-ventilated until replacement circuit was obtained. The clinician was alerted by clinical alarms. The pre-use calibration test was not performed before patient application in the failure that occurred with the patient. Because of the nature of the hole, the patient was initially ventilating; however, once the circuit was flexed/ stretched significant leak occurred and the patient was not ventilating appropriately- this is when the rt took action."

Manufacturer narrative:
(B)(4).